Event description:
Customer reported issues with the sensor. Customer's blood glucose was 108 mg/dl. Troubleshooting was performed. Customer was advised to remove sensor and he stated the cannula of the sensor was missing. Customer inserted the sensor in his stomach. Customer stated the sensor did not contain the sensor cannula. Customer could not specify if the sensor cannula was inside his body or retracted up into the sensor. No further information reported.

Manufacturer narrative:
Inspected one opened and used enlite sensor and found sensor cannula peeled outside of sensor's back. Unable to confirm customer received sensor damage due to customer returning opened and used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.